Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 350 mg/dl. Multiple attempts were made by tandem technical support to further troubleshoot; however, no response was received, therefore no additional information was obtained.